Manufacturer narrative:
A ge rep evaluated the sys and replaced the hard drive and display adapter board, and reloaded software and calibration files. The system operates as intended.

Event description:
It was reported that the sys displayed, "no signal input error" on right screen at boot up. The fse stated that the pt info does not display on right monitor-only the error message and that the sys will produce fluoro but there is nothing displayed on live monitor. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.